Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The patient presented to the hospital for a scheduled pulse generator change out procedure. The physician could not access the place for the lead and elected to reuse the lead with the new pulse generator. The patient was in stable condition before, during and post surgery. The patient would continue to be monitored.